Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a helix rotation anomaly was noted. Another lead was implanted. The patient's condition is fine.